Event description:
Report received of air in the line distal to the cassette. The report stated, "nurse noticed air bubbles in distal line of the device while pt was receiving infusion." The set was primed with an unspecified antibiotic and the infusion was started via an infusion pump with unspecified settings. At an unspecified time, the nurse noted "air bubbles" distal to the cassette. The tubing set was replaced and the infusion was resumed. There were no reported adverse pt effects. No medical interventions were required.